Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the several subsystems, returning the vitros 5,1 to expected operation. Acceptable phyt performance has been maintained since the service activity. The root cause is instrument related.

Event description:
The customer obtained imprecise quality control results using vitros phyt slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Corrected reports were issued for two pt samples that were repeated as part of troubleshooting. There were no allegations of harm as a result of this event. (B) (4) and (B) (4).